Event description:
It was reported the patient's blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod. The patient reported being unsure if the cannula was properly inserted in the infusion site due to the scar tissue at the site and the cannula was bent. The patient was hospitalized due to hyperglycemia. Additional information was solicited but unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.